Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Locking mechanism difficult to unlock and lock any saw attachments. Trigger is sticking causing mics to keep sawing after releasing trigger. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that locking mechanism difficult to unlock and lock any saw attachments. Trigger is sticking causing mics to keep sawing after releasing trigger. Product evaluation and results: visual inspection: visual inspection shows the collar does not fully open. The red line shown at the open position does not appear as large as on known functional mics handpieces. Dimensional inspection: dimensional inspection was not completed visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because visual and function inspection clearly showed failure. Functional inspection: functional inspection shows a reaming attachment (p/n 204980) does not assemble into the mics handpiece. Rotating the collar does not disengage the ball bearings enough to allow the reamer attachment to fit into the opening. Manually pulling the collar disengages the ball enough to allow the reaming attachment to fit. The collar must be manually pulled open to allow the reaming attachment to disengage from the handpiece. Furthermore, the trigger did not stick during testing. The handpiece disengaged when the trigger was depressed. The handpiece motor and electronics function as intended. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0awx and 24 including s/n 4203675 were accepted into final stock on (B)(6) 2018. Review of qt18 - 03 - 0036 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot number k0awx shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed for locking mechanism failure and could not duplicated for stuck trigger. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904.

Event description:
Locking mechanism difficult to unlock and lock any saw attachments. Trigger is sticking causing mics to keep sawing after releasing trigger. Case type: tka.